Manufacturer narrative:
Additional information: device evaluation: lens returned in a microcentrifuge vial; dry with residue/debris on product. Visual inspection found haptic broken/deformed. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, diopter -10.0 into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was explanted due to low vault. The cause of the event is reported as unknown.